Event description:
In 2001, the user facility faxed a report to the MFR that states the following: while doing a carotid endarterectomy, device was placed in the left carotid artery. Halfway through the patch angioplasty the distal balloon in the left internal carotid artery ruptured causing blood loss.